Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer had eaten something and the patient's blood glucose increased in the middle of the night. The customer woke up feeling very ill. The customer states that they woke up to see the tape of the insulin pump detached from the patient. The patient was hospitalized. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.